Event description:
Silicone breast implant was explanted by surgeon who found that outer shell was completely absorbed by tissue of body. Only minimal amount of silicone gel was left. This implant was inserted after mastectomy for cancer. Very large deep vein thrombosis formed in right calf of leg, in a matter of 2 to 3 days requiring eleven days of additional hospital stay. Severe headaches, memory loss, rheumatoid arthritis, stomach problems, etc.